Event description:
Initial information was received from a consumer on (B)(6) 2011: a (B)(6) female patient received treatment with poly-l-lactic acid (sculptra aesthetic) 4 vials starting on unknown date, (she did not know when the first three series of sculptra aesthetic injections done, the last vial was (B)(6) ago done for a cosmetic procedure done by her plastic surgeon on her lips and chin. She reported about (B)(6) later she noticed there was a "bump under skin inside her mouth in the middle of her chin, and inside on the left side of her lips (upper and lower lips) she felt bumps but there here none on the right side of her lips". She said the plastic surgeon injected her in the chin area and in both lips on both sides. She said her plastic surgeon told her to "keep rubbing" the areas where the bumps are. There were no signs of inflammation or systemic process. There were several nodules of unknown size that were not visible, no biopsy was performed. The outcome of event was reported as ongoing for (B)(6). She also reported medical and surgical intervention was performed. No medical history or concomitant medications were reported. No further relevant information was reported.